Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device replacement procedure, there was undersensing noted on the right ventricular (rv) lead. The procedure was completed and the lead was left implanted and active. The patient was stable with no consequences.